Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis identified both cylinders had wear at fold in the proximal end, middle, and distal end of the cylinder and, no damage or abnormalities were found on pump. The device was tested too, concluding pump and both cylinders passed leakage test; the pump passed the functional test too. The reservoir was also analyzed, identifying it had wear at a fold in reservoir shell and passing the leakage test. The allegation of air in the system/component was not confirmed. Based on the information provided, cause not established was selected as the most probable cause for the complaint. Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for lgx preconnect is (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump has air pocket and does not work. A surgical procedure was performed to replace the system. There were no further patient complications.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump has air pocket and does not work. A surgical procedure was performed to replace the system. There were no further patient complications.